Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: arrhythmia/tachycardia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details. Pd-anticontamination sleeve (separation, torn): the cause of the product damage cannot be determined since the product was not returned, and insufficient clinical details were provided.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 56-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage a shock. During support, the patient became confused overnight and pulled at the impella catheter, resulting in tearing of the sterile sleeve; no allegations were made against the device, and no product was returned for analysis. The patient also experienced frequent ectopy and wide complex tachycardia, which had been present prior to impella insertion and continued in the ICU. Bedside tte guided repositioning showed the pump directed toward the mitral valve, and repositioning resolved the arrhythmia related symptoms; device involvement was documented as no involvement. Despite intervention, care was ultimately withdrawn, and the patient expired at the time of explant. Based on the available information, the events involving sleeve tearing and ectopy appear related to patient behavior and underlying electrophysiologic instability rather than impella malfunction. No evidence suggests device performance failure contributed to the patient¿s clinical deterioration or death. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.